Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to a high blood glucose of 578 mg/dl. It was stated that the pump was not working for three days. The only history found in the insulin pump was the low reservoir in the alarm history. No further details provided. The insulin pump will not be returned for analysis.